Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The stirrer motor, the processor board and the distributor board were replaced to solve the problem. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to the stirrer motor during procedure. There was no report of patient injury.

Manufacturer narrative:
H.10: it cannot be ruled out that a failure of the stirrer motor, no longer able to turn freely, has resulted in circuit boards damage. In details, a stirrer motor not rotating freely is related to bearing corrosion/degradation due to environmental conditions in which the motor operates (water infiltration, humidity, condensation or high temperatures). This condition likely led the motor requiring more power to rotate eventually resulting in an overcurrent that ultimately damaged the boards.

Event description:
See initial report.